Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08 june 2026, it was reported by a sales representative via email that an ar-3352-5501, 4k laparoscope0 deg 5.5x300mm hi-mag nir was reported to have 5mm laparoscope disassembled - eye piece cover came off / rotating - slightly cloudy lens. This occurred on (B)(6) 2026 during a endoscopic thoracic sympathectomy procedure. The case was completed successfully using a new 5mm scope. There was case involvement.